Manufacturer narrative:
(B)(4). The customer returned one unopened sac kit for evaluation. Visual examination revealed two bends in the guide wire body. The guide wire guard and kit was also creased in the corresponding locations. The damage observed is consistent with defects related to shipping and handling of sac sets. No other defects or anomalies were observed. The prominent kinks/bends in the guide wire were located 90 and 170 mm from the distal end. The total length of the guide wire measured to be 350 mm which is within specifications of 345-355 mm per product drawing. The outer diameter of the returned guide wire measured to be 0.51 mm which is within specifications of 0.508-0.533 mm per product drawing. A manual tug test confirmed the distal and proximal welds were secure. A device history record review was completed with no relevant findings. The lidstock was reviewed as part of this complaint investigation. The words "do not bend" are clearly visible on the front of the lidstock. An engineering change order was implemented in april 2017 to update the product labeling to clearly inform the customer to not bend the product and is intended to reduce the potential for product damage. The reported complaint that the guide wire was found kinked prior to use was confirmed through visual inspection of the returned sample. The returned guide wire contained numerous kinks in its body. The words "do not bend" are clearly visible on the front of the lidstock, which is intended to heighten customer awareness and mitigate the risk of kinking the components during storage and shipping of this product. The guide wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "catheter with folded guide wire" prior to patient use. No patient involvement.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: "catheter with folded guide wire" prior to patient use. No patient involvement.